Event description:
On (B)(6) 2013, the reporter contacted animas and reported a faded display screen. The display screen reportedly was difficult to read. It was noted that the issue occurred for 2 months. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged display screen issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.